Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating he ran out of infusion sets and needs replacements. He is currently treating with manual injections. Customer stated he tried to deliver a large bolus yesterday and the device alarmed no delivery. The reservoir was empty. Customer now needed assistance getting past the rewind stage without a reservoir. He was assisted and emergency supplies were sent. Customer stated he has high blood glucose, but did not want to say the exact number. He did say that his blood glucose was going down. Nothing further reported.